Event description:
Based on additional information received on (B)(4) 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This unsolicited case from united states was received on 19-dec-2017 from the patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and the same day knee was still swollen/right knee was twice the size of left knee/swollen knee; after few hours knee was still in pain/pain level of 8 out of 10; after 46 days had difficulty walking today; after unknown latency had difficulty performing job. Also device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. Patient did have steroid shots in the past and about 12-13 years ago his meniscus was removed. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021 and expiry date: unknown) in the right knee for osteoarthritis. The same day, patient's knee was still swollen and in pain. It was reported that the pain started next day or day after the injection. It was stated that patient has a pain level of 8 out of 10. Patient stated that he was miserable, the right knee was twice the size of left knee. The patient did not have any redness or fever. He did not engage in activities such as jogging or tennis soon after the injection and had not seen his healthcare professional (hcp) yet. So no blood work and cultures had been done at this point. On (B)(6) 2017, 46 days after receiving injection, patient had difficulty walking today and performing his job (onset date: (B)(6) 2017; latency unknown). Patient stated the he started this job three weeks ago and it consisted of big truck, tankers, he had to use a cane to walk yesterday. Patient stated that he cannot be down for 2 to 3 weeks. Patient knee was painful, swollen; patient has used an ice pack, heat pad, cold rag. Patient stated that the cold rag helped some. Patient has an hcp appointment tomorrow ((B)(6) 2017) with doctor. Patient tried two different inflammation medications that did not work, including meloxicam (mobic). Patient has not had blood cultures or draining of the knee. Patient has been to physical therapy but that has not helped. Patient stated that this was the first time he has had the synvisc-one injection. Corrective treatment: cane for difficulty walking today; ice pack, heat pad, cold rag, inflammation medications including mobic for knee is still swollen/right knee was twice the size of left knee/swollen knee and knee is still in pain/pain level of 8 out of 10; not reported for rest events outcome: not recovered for knee is still swollen/right knee was twice the size of left knee/swollen knee; unknown for rest events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on (B)(4) 2017 from patient. This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Events of difficulty walking today and difficulty performing job were added along with its details. Verbatim was updated for the event of knee is still swollen to knee is still swollen/right knee was twice the size of left knee/swollen knee; knee is still in pain to knee is still in pain/pain level of 8 out of 10. Batch number of synvisc one was added: 7rsl021. Patient age was added. Clinical course was updated and text was amended accordingly pharmacovigilance comment: sanofi company comment follow up dated (B)(4) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain, swelling in knee and difficulty walking. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 26-dec- 2017, this case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. This unsolicited case from united states was received on 19-dec-2017 from the patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and the same day knee was still swollen/right knee was twice the size of left knee/swollen knee/ swelling of right knee; after few hours knee was still in pain/pain level of 8 out of 10/ pain got worse; after 46 days had difficulty walking today; after unknown latency had difficulty performing job. Also device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. Patient did have steroid shots in the past and about 12-13 years ago his meniscus was removed. Concomitant medications included: fish oil, levothyroxine sodium (levothyroxine), omeprazole, montelukast (singulair), colecalciferol (vitamin d3). Patient had a history of thyroid disorder, acid reflux and cholesterol disorder. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021 and expiry date: unknown) in the right knee for osteoarthritis. The same day, patient's knee was still swollen and in pain. It was reported that the pain started next day or day after the injection. It was stated that patient has a pain level of 8 out of 10. Patient stated that he was miserable, the right knee was twice the size of left knee. The patient did not have any redness or fever. He did not engage in activities such as jogging or tennis soon after the injection and had not seen his healthcare professional (hcp) yet. So no blood work and cultures had been done at this point. On (B)(6) 2017, 46 days after receiving injection, patient had difficulty walking today and performing his job (onset date: (B)(6) 2017; latency unknown). Patient stated the he started this job three weeks ago and it consisted of big truck, tankers, he had to use a cane to walk yesterday. Patient stated that he cannot be down for 2 to 3 weeks. Patient knee was painful, swollen; patient has used an ice pack, heat pad, cold rag. Patient stated that the cold rag helped some. Patient has an hcp appointment tomorrow ((B)(6) 2017) with doctor. Patient tried two different inflammation medications that did not work, including meloxicam (mobic). Patient has not had blood cultures or draining of the knee. Patient has been to physical therapy but that has not helped. Patient stated that this was the first time he has had the synvisc-one injection. Corrective treatment: cane for difficulty walking today; ice pack, heat pad, cold rag, inflammation medications including mobic for knee is still swollen/right knee was twice the size of left knee/swollen knee and knee is still in pain/pain level of 8 out of 10; not reported for rest events outcome: not recovered for knee is still swollen/right knee was twice the size of left knee/swollen knee, knee is still in pain/pain level of 8 out of 10/ pain got worse; unknown for rest events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 26-dec-2017 from patient. This case initially considered as non-serious was upgraded to serious as the event of device malfunction was added with seriousness criterion as important medical event. Events of difficulty walking today and difficulty performing job were added along with its details. Verbatim was updated for the event of knee is still swollen to knee is still swollen/right knee was twice the size of left knee/swollen knee; knee is still in pain to knee is still in pain/pain level of 8 out of 10. Batch number of synvisc one was added: 7rsl021. Patient age was added. Clinical course was updated and text was amended accordingly additional information as received on 15-jan-2018 and 17-jan-2018 (processed with clock start date of 17-jan- 2018) from the patient. Event of knee is still swollen/right knee was twice the size of left knee/swollen knee was updated to knee is still swollen/right knee was twice the size of left knee/swollen knee/ swelling of right knee and event of knee is still in pain/pain level of 8 out of 10 was updated to knee is still in pain/pain level of 8 out of 10/ pain got worse. Medical history and concomitant medications added. Outcome for the events of knee is still in pain/pain level of 8 out of 10/ pain got worse was updated from unknown to not recovered. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 17-jan-2018: the additional information does not alter the previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain, swelling in knee and difficulty walking. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.